Event description:
It was reported that during the tka surgery, when installing no. 3-4 9mm insert, the soft tissue was cleaned and the visual field was good, but the insert could not be locked and fixed with the tibial baseplate. Then another 3-4 11mm was used to complete the surgery successfully. There was a delay greater that 30 minutes for the adverse event.

Manufacturer narrative:
Results of investigation: it was reported that during the tka surgery, when installing no. 3-4 9mm insert, the soft tissue was cleaned and the visual field was good, but the insert could not be locked and fixed with the tibial baseplate. Then another 3-4 11mm was used to complete the surgery successfully. The soft tissue of the patient was released. There was a delay of 10 minutes for the adverse event. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device found deformation on the locking detail and around the edges. A dimensional evaluation was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes could include but are not limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2020-00025397-1.